Manufacturer narrative:
At the completion of the complaint investigation, based on the information received a type 3b endoleak was observed and the reported aneurysm sac growth was refuted. The most likely cause of the type 3b endoleak was the strata material interacting against circumferential calcifications in normal aortic diameter and the saccular aneurysm. No additional contributing factors were identified for this reported event. The reported aneurysm sac growth was refuted; there was sac regression when compared to the index procedure. The review of the manufacturing lot confirmed all devices met specifications prior to release. The device remains implanted in the patient and was not available for further evaluation. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to (B)(4). No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: patient codes updated.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
A patient previously implanted with afx device to repair an abdominal aortic aneurysm returned for computerized tomography (CT). The patient was initially implanted with a bifurcated stent. On the last CT control ((B)(6) 2017), they noticed an endoleak (unknown type) and enlargement of the aneurysm compared to the previous controls. They performed an angiography ((B)(6) 2017) in order to clarify the type of endoleak, but they could not identify from where was coming the endoleak (they excluded type ia, ib, iiia not applicable). Their hypothesis of exclusion was that it was an endoleak type iiib through the graft. They decided to treat it with a new afx implant. The intervention was successfully completed on (B)(6) 2017 and the patient was implanted with a bifurcated stent and an infrarenal aortic extension. Patient has been reported doing well.